Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) via service request regarding a (B)(6) male patient that had been receiving baclofen (unknown) via an implanted infusion pump. The indication for use was noted as intractable spasticity and other spasticity. The patient was currently in a nursing home and the device was implanted but was no longer active. The hcp decided not to use the pump for the patient any longer because they were not getting any benefit from the device. They reportedly tried a baclofen trial and the hcp did not think it was functioning so he decided to stop refilling the pump. The date that the hcp decided to stop using the pump for the patient was not known. No baclofen dose/concentration, concomitant medications, pertinent medical history, onset of lack of effect, cause of the issue, or patient outcome was reported. Follow up was being conducted to obtain this information. If additional information is received a follow up report will be sent.